Manufacturer narrative:
Additional information was added: the lot was manufactured from march 15, 2019 - march 17, 2019. The front piece of the primary packaging was received for evaluation. The valve set was not returned. Visual inspection of the front packaging revealed what appeared to be a rolled up piece of gauze in the packaging. The gauze was a translucent thin weaved fabric rolled up and wrapped together with clear tape. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had particulate matter within the overpouch. The pm was further described as a lint ball. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.